Manufacturer narrative:
Technical customer support reviewed logs and observed an issue with the r1 and r2 arc, probes and pressure monitor sensor. The customer replaced those parts which resolved the issue. The arc, probes and pressure monitor sensor, tested were determined to be the likely causes. Return testing was not completed as returns were not available. A review of instrument service history for architect i2000sr (B)(6), determine no additional issue have been reported. A review of tracking and trending for the architect i2000sr did not identify any trends. A review of tracking and trending for the arc, probe and pressure monitor sensor, tested did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect i2000sr processing module, serial number (B)(6) was identified.

Manufacturer narrative:
Patient information: patient identifier: sid (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false reactive architect anti-hcv and architect rhtlv-I/ii results for several samples. The following data was provided: sid (B)(6) hcv results = (B)(6). Additional laboratory data provided: (B)(6). Sid (B)(6) hcv results =(B)(6). Additional laboratory data: hbs = 0.12 s/co sid (B)(6) rhtlv results = (B)(6). Additional laboratory data: hcv = (B)(6). No impact to patient management was reported.